Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, the silicone tip broke off on the vaso view hemopro and fell into the pt. The piece was retrieved. A replacement device was used to complete the procedure. The hosp did not report any pt effects. The product is returning.